Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on an unknown date due to unknown high blood glucose level. The customer did not mention any treatment or symptom related to high blood glucose level. The customer¿s blood glucose level at the time of the incident was 600 mg/dl. The customer stated that the insulin pump had motor errors since the last month and the blood glucose levels were raised due to it. The customer was unable to clear the alarm and unable to rewind the insulin pump. The drive support cap appeared normal. The insulin pump will not be returned for analysis.